Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, inferior iris, endothelial corneal touch, keratitis. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.00/+5.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports excessive vaulting; significant reduction of irido-corneal angles; inferior iris; endothelial corneal touch; keratitis. Lens remains implanted. The cause of the event was reported as the device. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.